Manufacturer narrative:
An event regarding infection involving an unknown insert component was reported. The event was not confirmed. Device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details (catalog and lot codes), return of the device, pathology reports including the strain of infection identified, operative reports, x-rays, patient history & follow-up notes are needed to complete the investigate for determining a root cause. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported via a voicemail message that patient's right knee was revised due to infection. Rep reported that the patient had a tooth infection which migrated to her knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via a voicemail message that patient's right knee was revised due to infection. Rep reported that the patient had a tooth infection which migrated to her knee.